Event description:
Approximately 2 months later initial activation of the cochlear implant, this patient reportedly experienced facial nerve stimulation, dizziness, and a decline in performance. A CT scan revealed that the electrode array was not in the cochlear. The atient has not decided upon explantation/implantation surgery.